Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested 3.6 inr on the coaguchek xs system while comparison labs returned as 5.2 inr and 5.2 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system.